Event description:
Facility report: resident in bed. Viking m base put under bed with base closed. "Lift got tippy while pulling back maybe 6 feet" wheelchair at foot of bed. Tipped to left side. Resident hit head on the wall and got abrasions. Maintenance checked lift and said it was in working order.

Manufacturer narrative:
Retrospective review. This event has been determined to be reportable. Facility maintenance checked the lift and found it to be in working order. Local distributor visited the facility and was unable to recreate the alleged incident.